Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and was treated with oral antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection (suppuration) at back of the ear. The implanted device remains.